Manufacturer narrative:
The reported event of noise oversensing and inhibition of pacing was unconfirmed. Analysis of the egm of the event showed normal sensing and no inhibition of pacing. In-lab testing and analysis showed normal device function.

Event description:
It was reported that the patient presented for a scheduled operation. During the change-out, an inhibition of pacing was noted when the physician began electrocautery to open the pocket for cardiac resynchronization therapy defibrillator explant. The patient was pacemaker dependent and loss of pacing was also noted on the external ECG. The device was reprogrammed; but it still exhibited the same behavior. The device was explanted and replaced.

Manufacturer narrative:
Correction: the reported event of inhibition of pacing was unconfirmed. Analysis of the egm of the event showed noise was recorded by the device. In-lab testing and analysis showed normal device function. The noise recorded was consistent with originating from an external source due to electrocautery that was reported as burn marks were also noted on the can.